Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak was suspected due to right common iliac artery enlargement during the follow up exam. On (B)(6) 2021, a reintervention took place. An additional stent graft was deployed after the right internal iliac was intentionally occluded. The stent graft was placed at the right external iliac artery. The patient tolerated the procedure.